Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cause of the ins spontaneously switching groups was not determined, but that the issue was resolved. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that ins was spontaneously switching groups. Patient was put on low density groups. Patient has indicated ins switched from low density (group d) to old high density (group e), therefore patient quit using the ins. Rep programmer showed 3% used since last session and usage was split between group d and e. Rep removed all but 2 low density groups for patient to use. No patient symptoms or complications were reported in this event.